Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. According to the patient, on (B)(6) 2026, they experienced diabetic ketoacidosis and was admitted to the hospital. The patient would have been conscious during the event. No continuous glucose monitor (cgm) nor blood glucose (bg) readings were reported from the event, it was stated that the cgm device showed repeated signal loss during the night of the event. The patient would have been hyperglycemic since early that same night. The patient is a heavy sleeper and does not hear alerts. No further information regarding specific symptoms, treatment, duration of stay at the hospital, or outcome of the event were reported. There was no documentation of further medical evaluation or intervention. The patient¿s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.